Manufacturer narrative:
Device received with detached end cap noted. Unable to perform displacement test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill anomaly and a33 error due to detached end cap. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. Customer stated that insulin continues to drip after motor stopped during the manual prime process. Customer reported that insulin squirting out during the prime process. Customer stated that they were not wearing the pump during priming. Customer stated that the motor did not slow down nor did numbers ramp up on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.